Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 61-year-old male developed post-cardiotomy cardiogenic shock characterized by severe right ventricular failure. He was transferred to the intensive care unit for advanced hemodynamic support and continued management. Over the following days, the patient tolerated weaning of inotropes and vasopressors while supported by an impella rp flex for right-sided mechanical circulatory support. On day 4 of impella rp flex support, the automated impella controller (aic) displayed: placement signal not reliable (psnr), loss of pulmonary artery (pa) pressure waveform, loss of pulmonary artery pulsatility index (papi), loss of displayed pump flow despite the loss of displayed hemodynamic parameters, the motor current remained unchanged, suggesting maintained pump function with loss of accurate sensor output rather than mechanical malfunction. The clinical team used alternative approved hemodynamic monitoring methods to continue managing the patient. After a total of 142 hours of impella rp flex support, the patient: tolerated weaning of right-sided circulatory support, underwent successful explant of the impella rp flex, remained hemodynamically stable following device removal.